Event description:
Caller states that she obtained a result of 435mg/dl and based on this result she called the doctor. The doctor advised her to go to the hospital where she tested 41mg/dl 2 hours after the initial test. She performed a test on her device at the same as the hospital reading with a result of 269mg/dl. She was given glucose and orange juice to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.